Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user sending the device to olympus without conducting / completing reprocessing. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope had a whitish foreign material that was found inside of the air/water tube and the air/water cylinder. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.